Event description:
The reporter stated that the surgeon was advancing a collamer three piece lens model cq2015 in the injector and noticed the trailing haptic broke off, so he quit using it. No patient contact.

Manufacturer narrative:
Evaluation results: other - a visual inspection of the returned product shows one haptic is torn off of the lens. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.